Event description:
It was reported that after the device was changed out the dft (defibrillation testing) testing did not terminate the induced ventric ular fibrillation (vf). A posterior subcutaneous coil lead was then added and the svc portion of the rv lead was capped. The rv coil of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 implantable cardioverter defibrillator (ICD)  implanted: 2009-(B)(6); 507652 implantable pacing lead implanted: 2009-(B)(6); 429688 implantable pacing lead, implanted: 2013-(B)(6). (B)(4).